Manufacturer narrative:
Product was not received at senseonics despite authororizing to return it. Hence, no investigation could be possible for this incident. However, the patient was resinserted with a new sensor. G1-2 contact information was updated, h6 patient code was updated to 2692, h6 method code was updated to 4114, h6 results code was updated to 3221, h6 conclusions code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.